Manufacturer narrative:
According to the hospital, there was no adverse clinical effect on the pt, since the user detected the issue early in the radiation delivery of the arc in question. Summary of evaluation: this potential problem could be reproduced at brainlab using the same sw version combination of brainlab iplan rt dose and varian varis as the initial reporter. Corrective and preventive action (intended): field safety notice / product notification. (B)(4).

Event description:
On (B)(6), 2009 brainlab became aware about an unintended linear accelerator gantry rotation direction for treatment after exporting an arc treatment plan from the brainlab iplan rt dose radiotherapy treatment planning software to the varian varis record & verify software v. 6.2 or below. Investigation has shown that the problem occurs exclusively when all of the following circumstances are met: an arc treatment is planned in brainlab iplan rt dose treatment planning software and the planned start angle of the arc is gantry 6 o'clock position (iec scale 180 degree) and the treatment plain is exported to the varian record & verify software varis version 6.2 or below. According to the reporting hospital, there was no adverse clinical effect on the pt, since the user detected the issue early in the radiation delivery of the arc in question.